Manufacturer narrative:
The reported event of header anomaly and high pacing impedance were confirmed. The device was above elective replacement indicator (eri) upon receipt. During testing, the atrial contact spring in the header was found to be missing and was the cause of the reported event. The missing spring was caused by a manufacturing anomaly.

Event description:
During a unrelated procedure to address a right atrial (ra) lead dislodgement, high pacing impedance was noted on the device when testing the connection of the new ra lead. A connection problem with the device header was suspected. The device was explanted and replaced to resolve the event. The patient was stable.